Event description:
It was reported that during a prostate procedure "the fiber was not working right". The physician "removed the fiber and discovered the tip was damaged". The laser tip appears to be broken off; tip is sharp. A second fiber was used to complete the case. Pt outcome: no harm to pt.